Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on 07/16/2018, that on (B)(6) 2018, an intermittent audio output and an adverse event occurred. Date of issue is an approximation. The patient stated they were in a rehabilitation center for various injuries from a fall she had when she was in europe that was not dexcom related. While she was in the rehabilitation center, she stated that she does not remember what happened, but she woke up in the intensive care unit (ICU) in the same hospital. The hospital staff had informed her that she had diabetic ketoacidosis and her blood sugar was over 700 mg/dl. The patient indicated that the receiver had not alerted her at the time of event. No additional patient information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.